Manufacturer narrative:
The MFR was notified on 09/18/2007 that an user facility report (report # unknown) has been filed to the FDA on the renegade catheter, which was used as a concomitant medical product during this event's procedure (performed in 2007). Add'l PMA/510 #: k023700, k002907.

Event description:
The following was reported to the manufacturer: during an attempted arteriovenous malformation (avm) coil embolization procedure, 10cm of the guidewire distal tip was dislodged from the catheter and became lodged in the aca (anterior cerebral artery). "An unsuccessful attempt was made to retrieve the broken piece of the guidewire with the alligator retrieval device. During the use of the alligator retrieval device, the tip of the alligator retrieval device broke off. The patient was sent to craniotomy surgery in order to complete embolization of the avm. Majority of the guidewire was removed at this time, but a portion of the guidewire and catheter remain in the patient's left internal carotid artery. The tip of the alligator retrieval device could not be removed, and remains in the patient. Patient's current condition is stable " [information verbally provided by user facility risk management on 09/07/2007].